Event description:
The family reported the device overinfused during patient use with no patient injury or medical intervention required. The medication involved was sodium chloride and the pump was set at 62.5ml/hr, but pt. Received 250ml in less than an hour. No additional information.